Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube and corroded battery cap contact. Unit was tested with a new battery cap and no blank display noted. Unit received with cracked case on display window corners, minor scratched lcd window, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 326 mg/dl at the time of the call. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.